Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0pet3, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had their device put in yesterday and today they had cramping in the pelvic area and diarrhea. The patient also had no appetite and they turned stimulation down, but now had a return of symptoms. It was further reported that the patient¿s implant was still not working. The patient had gone back to their health care provider (hcp) a few times for reprogramming and they still were not having success. The people who did the reprogramming were employed by the hcp and were not manufacturer representatives. The patient could not get in touch with their manufacturer representative. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.